Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys afp assay result for three patient samples tested on a cobas e 602 module.' Sample 1: the initial result was 38.23ng/ml. The repeat result was 3.25ng/ml. Sample 2: the initial result was 37.01ng/ml. The repeat result was 2.5ng/ml. Sample 3: the initial result was 148 ng/ml. The repeat result was 2.29ng/ml. The test was repeated as the initial results did not match the patients' clinical diagnosis. The repeat results were deemed correct. No erroneous results were released.